Event description:
It was reported that during the initial implant procedure, loss of capture was noted on the right atrial (ra) leadless pacemaker (lp). The ra lp was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. Visual inspection of the device found no anomaly on the outer or inner helix and the helix lengths were within specification. Analysis performed, including output verification, found no anomaly contributing to the reported event of a capturing problem. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.